Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR arjo hospital equipment (B)(4) (registration#(B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Resident was sitting in the bath chair (alenti) in the tub room, rn had dressed lower half and was putting the resident's shoes on when she noticed the chair was tipping, the tub was rising and caught the back of the tub chair, causing it to tip over. Rn grabbed onto the resident and the chair and lowered them to the floor. The resident suffered bruising and a skin tear, which was treated with steri-strips; no hospitalization was required.